Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the pump had free flow. There was patient involvement however no patient harm. Received a copy of a medwatch report from the customer (no user facility number) which states, ¿bedside rn had primed a new IV line for fentanyl gtt, initiated gtt approximately 2400 hours, after the rn performed the patient¿s bath, the rn noticed the 100ml bag was dry. As the fentanyl gtt was running @ 2.5 ml/hr, later reduced to 1.25ml/hr (as plans for extubation in the morning were expected), the rn knew the bag was empty too soon. The rn then discussed it with the charge rn. The pump with the tuning still in it were removed from the patient and secured for investigation. The medication bag and tubing are still attached to the pump.¿ additional comments: ¿these two units had been inspected, pmd and cleared by agiliti, the vendor hired, to verify the safe operation of all alaris IV system units.¿ customer has selected "other/serious injury or important medical event" after due diligence was performed, customer was able to confirm that there was in fact no patient harm as a result of the free flow event. The clinical course continued with no documented adverse outcome.

Event description:
It was reported that the pump had free flow. There was patient involvement however no patient harm. Received a copy of a medwatch report from the customer (no user facility number) which states, ¿bedside rn had primed a new IV line for fentanyl gtt, initiated gtt approximately 2400 hours, after the rn performed the patient¿s bath, the rn noticed the 100ml bag was dry. As the fentanyl gtt was running @ 2.5 ml/hr, later reduced to 1.25ml/hr (as plans for extubation in the morning were expected), the rn knew the bad was empty too soon. The rn then discussed it with the charge rn. The pump with the tuning still in it were removed from the patient and secured for investigation. The medication bag and tubing are still attached to the pump.¿ additional comments: ¿these two units had been inspected, pmd and cleared by agiliti, the vendor hired, to verify the safe operation of all alaris IV system units.¿ customer has selected "other/serious injury or important medical event" after due diligence was performed, customer was able to confirm that there was in fact no patient harm as a result of the free flow event. The clinical course continued with no documented adverse outcome.

Manufacturer narrative:
Omit : event attributed to, if other specify, e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the pump had free flow. There was patient involvement but impact is unknown. Received a copy of a medwatch report from the customer (no user facility number) which states, ¿bedside rn had primed a new IV line for fentanyl gtt, initiated gtt approximately 2400 hours, after the rn performed the patient¿s bath, the rn noticed the 100ml bag was dry. As the fentanyl gtt was running @ 2.5 ml/hr, later reduced to 1.25ml/hr (as plans for extubation in the morning were expected), the rn knew the bad was empty too soon. The rn then discussed it with the charge rn. The pump with the tuning still in it were removed from the patient and secured for investigation. The medication bag and tubing are still attached to the pump.¿ additional comments: ¿these two units had been inspected, pmd and cleared by agiliti, the vendor hired, to verify the safe operation of all alaris IV system units.¿ customer has selected "other/serious injury or important medical event".

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : type of reportable events.

Event description:
It was reported that the pump had free flow. There was patient involvement but impact is unknown. Received a copy of a medwatch report from the customer (no user facility number) which states, ¿bedside rn had primed a new IV line for fentanyl gtt, initiated gtt approximately 2400 hours, after the rn performed the patient¿s bath, the rn noticed the 100ml bag was dry. As the fentanyl gtt was running @ 2.5 ml/hr, later reduced to 1.25ml/hr (as plans for extubation in the morning were expected), the rn knew the bad was empty too soon. The rn then discussed it with the charge rn. The pump with the tuning still in it were removed from the patient and secured for investigation. The medication bag and tubing are still attached to the pump.¿ additional comments: ¿these two units had been inspected, pmd and cleared by agiliti, the vendor hired, to verify the safe operation of all alaris IV system units.¿ customer has selected "other/serious injury or important medical event".